Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device fired malformed staples. Another device was used to complete the case. There was no adverse pt consequence.